Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the permanent cautery spatula instrument had expired prematurely. The procedure was completed with a backup instrument of same and no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint of the instrument expired prematurely. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. The instrument was showing 2 lives remaining when place on the in-house system, and logs were pulled and showed 2 lives remaining as well. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional investigations further stated that the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken - distal instrument pitch cables are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. A review of the instrument log for the permanent cautery spatula was performed. Per logs, the instrument was last used on (B)(6) 2022, on system (B)(4) with 2 lives remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that the returned permanent cautery spatula was found to have a broken pitch cable at the distal end. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.